Event description:
It was reported that a device was used during a laparoscopic gyn procedure. It was reported the surgeon found tip of sleeve broken off (5mmx2mm), after the procedure was completed. No consequence to the patient.